Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2026, the patient experienced severe hypoglycemia, was sweaty and very hot. The paramedics were called and the patient was treated with glucose sachets. The patient was hospitalized. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. At the time of report, the patient¿s condition was unspecified. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.